Event description:
It was reported that a single, high, out of range pacing lead impedance measurement was noted via merlin.net transmission. Historic trends showed impedance had been stable. There were also multiple episodes of interferences noted in device memory which was suspected to be external interferences. The patient condition was good.

Event description:
New information received notes that during a subsequent follow-up, noise was observed. Lead was capped and replaced. The patient condition was good following this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.